Manufacturer narrative:
Patient information was not made available from the site. On 05/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. The medtronic representative checked all power and monitor connections. System performed as intended. On 06/02/2016 a medtronic representative, following-up at the site, was told by a site representative that the navigation system unexpectedly shut-down and went to no input detected as described. They attempted to re-boot the system several times, however, the issue persisted. When the medtronic representative went to the site to trouble-shoot, the nav turned on as normal and patient logs were collected. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, their navigation system displayed a message no input detected. The mouse had light, and cd drive worked. A system re-boot did not resolve the issue. Patient was on the table. In trouble-shooting, confirmed cable connection to the monitor was secured. Found the external monitor did not connect with the navigation system due to the cable type. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.